Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned from the field and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor: 10/10/2012, electrode belt: 3/4/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2020. Review of the download data revealed that prior to passing, the patient received an inappropriate treatment from the lifevest. It was reported that the patient was not conscious at the time of the treatment. At 11:19:19 am, the patient received the treatment. The patient's rhythm at the time of the treatment was supraventricular tachycardia (svt) at 170 bpm. The post-shock rhythm was sinus rhythm at 90 bpm. Svt contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were not pressed during the event. CPR was reportedly initiated by hospital staff after the treatment event, and the patient reportedly passed away around 5:45 pm on (B)(6) 2020.